Event description:
It was reported that the on/off key on a pump keypad operates intermittently. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.